Manufacturer narrative:
(B)(4). The verse x25 inserter was received by the customer quality unit. Visual examination revealed that the hexlobes on the x25 inserter¿s distal tip had become stripped. Noted damage indicated that the stripping occurred in the direction of tightening. This damage is consistent with an inserter that was likely subjected to unanticipated torsional forces during the tightening process, resulting in the distal tip of the inserter becoming stripped. A device history record review identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. A definitive root cause for the inserter¿s distal tip becoming stripped cannot be positively determined. However, noted damage suggests that the inserter was likely subjected to unanticipated torsional forces during the tightening process, resulting in the distal tip of the inserter becoming stripped. As no issues were identified in the manufacturing and release of this device that could have contributed to the problem reported by the customer. Therefore, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2018, surgery for adolescent idiopathic scoliosis (ais) was performed using the expedium verse system. The fixed area was t5-l3. During the surgery, tip of the following device got broken at the time of final tightening, thus the surgeon could no longer use it. Verse x25 inserter/tightener (part#: (B)(6), lot#: gm4815303) the surgery was completed without any delay, and there was no adverse consequence to the patient. The surgeon comments that this event occurred because he stared to tighten the screw before the tip of this device was positioned inside the correction key.